Event description:
It has been reported to co that during the procedure following placement of the balloon over the wire, the wire was pulled back without fluoroscopy and the tip of the wire was noted to be unraveled. With fluoro on, the tip of the wire was detected to be broken off. The fragment was snared and removed. The pt is reported to be stable and the device is being returned.